Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator stopped cycling. The respiratory therapist was suctioning the patient when the malfunction occurred. The patient was removed from the unit, and manually ventilated with an ambu bag. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the exhalation assembly to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).